Event description:
Tampon stayed [foreign body in reproductive tract]. While removing tampon the string slid out but the tampon stayed [device breakage]. While removing, the string slid out but the tampon stayed [complication of device removal]. Case description: consumer contacted via e-mail and stated that while removing her tampon, the string slid out but the tampon stayed. No serious injury was reported.

Manufacturer narrative:
On 07-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stayed [foreign body in reproductive tract], while removing tampon the string slid out but the tampon stayed [device breakage], while removing, the string slid out but the tampon stayed [complication of device removal]. Case description: consumer contacted via e-mail and stated that while removing her tampon, the string slid out but the tampon stayed. No serious injury was reported.